Event description:
Medical records reviewed and indicated that on (B)(6) 2021, the patient underwent a hip revision of an unknown side to address walking difficulty, squeaking, acetabular liner implant fracture, and acetabular cup and acetabular liner disassociation. The femoral head and acetabular liner were revised. There was no indicated deficiency involving the femoral head. The femoral stem and acetabular cup were retained. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5 and h6 (device code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (impact code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report wasn't received for examination, however x-ray photos were provided. The complaint can be confirmed. All available x-rays were reviewed, and with the evidence provided for this complaint, a disassociation event can be confirmed. Based on this, it is reasonable to confirm the audible noise condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 04/18/2020. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 03/31/2030. 5) IFU reference: 090200701. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 04/18/2020. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 03/31/2030. 5) IFU reference: 090200701.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is reporting a revision of pinnacle pe inlay sz. 50 unknown side because of disassociation of pe implant from metal cup. Doi: 2020, dor: (B)(6) 2021, unknown side.